Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years, 4 months. The outflow graft was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that multiple and consistent low flow alarms occurred with an average flow of 2.4 liters per minute starting on the evening of (B)(6) 2017. The patient was asymptomatic during clinic assessment on (B)(6) 2017 and was admitted to the hospital for further evaluation. A system controller log file submitted to the manufacturer¿s technical services representative on (B)(6) 2017 showed no indication of thrombus being present within the motor chamber. A CT scan performed on (B)(6) 2017 showed signs of stenosis at the outflow graft. An outflow graft exchange was performed on (B)(6) 2017. Operative findings reportedly showed a large amount of fibrin material on the exterior of the outflow graft that was compressing the outflow graft. A decision was made by the surgeons to only change the outflow graft as the pump was reportedly found clear of thrombus upon inspection, and was functioning as intended. No additional information was provided.

Manufacturer narrative:
The sealed outflow graft, outflow graft bend relief, and outflow graft bend relief collar were returned. Visual inspection of the sealed outflow graft revealed two kinks in the graft material. Both of the tissue ingrowths on the exterior of the outflow graft had formed around the graft kinks, suggesting that the graft had been kinked for an undetermined period of time while the pump was supporting the patient. Dissection of the graft revealed a small deposition of loosely coagulated, post?]explant blood. No developed or laminated thrombus formations were identified. The kinks observed during the evaluation appeared to be consistent with the photos provided by the hospital at explant. Although a specific cause for the observed kinks in the sealed outflow graft could not conclusively be determined through this evaluation, they could have contributed to the nearly constant low flow hazard alarms that were confirmed through the analysis of the submitted system controller log file. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.